Event description:
It was reported following a diagnostic procedure and a pre-insertion angiogram, a 6f angio-seal was selected for use. The angio-seal was deployed. Eight hours later, the pt experienced leg pain. The physician diagnosed thrombosis in the posterior tibia and anterior tibial arteries. The thrombus was dissolved with drug therapy, which relieved symptoms and restored the foot pulse for the pt. There were no further consequences.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.